Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported event. Visual inspection under magnification of the wands shows moderate electrode wear. The insulation on the shaft is in good condition. There were no manufacturing abnormalities found. The wand was connected to a compatible c2 controller and activated in saline solution at default and max settings and on ablate- and coagulation and produced plasma on the electrodes as intended. The suction- and saline line were tested and performed as intended. The complaint was not verified as the wand performed as intended. Factors which could have contributed to the complaint event includes: vigorous use against bone surfaces; irregular wear of the electrodes leading to malfunction; mechanical displacement of tissue through applied force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy the wire in the front end of the wand was loose and fell inside the patient, all pieces were removed. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported.